Event description:
New information received notes that the issue was discovered during regular follow-up in clinic and the patient was asymptomatic.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that oversensing was observed during pocket manipulation. Noise was suspected. Lead insulation damage was suspected on both atrial and ventricular lead upon reviewing the session records by st. Jude medical representative. Further lead testing was recommended to confirm suspected lead damage. Patient was asymptomatic and will be followed-up in few months. Patient's condition was normal.